Manufacturer narrative:
Device evaluation summary; the medtronic field service engineer inspected the ventilator and replaced the power controller printed circuit board assembly (pcba) due to additional ventilators experiencing constant alarms and the customer requested replacement of all power controller pcba¿s within their portfolio, also requested the replacement of all their direct current (dc) to dc converter pcbas due to several reported failures. The ventilator passed all testing per manufacturer's specifications at the time of service. One of the dc-dc converters and breath delivery (bd) power controller pcbs were returned to medtronic for further analysis. A visual inspection was carried out on the returned component, no anomalies were observed. When it was attached to the test unit, it was found that the unit successfully passed all the tests and calibrations without errors and alarms. One of the dc-dc converter (sn: (B)(4)) was returned to medtronic for further analysis. A visual inspection was carried out on the returned component, no anomalies were observed. When it was attached to the test unit, it was found that the ventilator failed power on self test (post). The fault was isolated to component reference designator u7. The likely cause of the event was isolated to faulty u7 on dc-dc converter. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the installation of a new direct current (dc) to dc converter printed circuit board (pcb), a 980 ventilator generated a power on self test diagnostic code. The ventilator was not in use on a patient at the time of the reported event.